Event description:
It was reported that the patient underwent a procedure wherein the entire spinal cord stimulation (scs) patient system was revised for an unknown reason. No additional information has been obtained at this time.

Manufacturer narrative:
The devices sc-1132, serial number (B)(6) - sc-2316-50 serial number (B)(6), (B)(6) - model: sc-3138-35 serial number (B)(6) and sc-3400-30 serial number (B)(6), (B)(6) were not returned for analysis and the complaint as reported could not be confirmed. However, a review of the device history record (DHR) confirmed that the devices met specification prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of: unable to exclude device problem. Block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-linear leads upn: m365sc2316500, model: sc-2316-50, serial: (B)(6), batch: 17113106, UDI: (B)(4). Product family: scs-linear leads upn: m365sc2316500, model: sc-2316-50, serial: (B)(6), batch: 16530306, UDI: (B)(4). Product family: scs-extension upn: m365sc3138350, model: sc-3138-35, serial: (B)(6), batch: 7022326, UDI: (B)(4). Product family: scs-splitters upn: m365sc3400300, model: sc-3400-30, serial: (B)(6), batch: 16725084, UDI: (B)(4). Product family: scs-splitters upn: m365sc3400300, model: sc-3400-30, serial: (B)(6), batch: 15827752, UDI: (B)(4).

Event description:
It was reported that the patient underwent a procedure wherein the entire spinal cord stimulation (scs) patient system was revised for an unknown reason. No additional information has been obtained at this time.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial: (B)(6), batch: 17113106 UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial: (B)(6), batch: 16530306, UDI: (B)(4). Product family: scs-extension upn: m365sc3138350, model: sc-3138-35, serial: (B)(6), batch: (B)(6) UDI: (B)(4). Product family: scs-splitters, upn: m365sc3400300, model: sc-3400-30, serial: (B)(6), batch: 16725084, UDI: (B)(4). Product family: scs-splitters, upn: m365sc3400300, model: sc-3400-30, serial: (B)(6), batch: 15827752, UDI: (B)(4).